Event description:
It was reported that this patient recently received an sicd implant and has recently received three inappropriate shocks due to double and triple counting. It was noted that the patient's rate was related to left bundle branch block. It was discussed that the patient had a high risk of inappropriate shock even with smart pass turned on. The system was initially deactivated but was subsequently explanted and replaced with a transvenous system. No additional adverse events were reported.